Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and/or while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. This crt-p exhibited pacing inhibition and myopotential oversensing due to safety mode unipolar sensing, and the patient was experiencing dizziness. The patient was medically evacuated to the hospital. While signing consent forms, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was administered, and the patient was scheduled for device replacement within the next hour. Additional information received indicated that the crt-p was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this cardiac resynchronization therapy pacemaker (crt-p) was retained by the explanting hospital and will not be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. This crt-p exhibited pacing inhibition and myopotential oversensing due to safety mode unipolar sensing, and the patient was experiencing dizziness. The patient was medically evacuated to the hospital. While signing consent forms, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was administered, and the patient was scheduled for device replacement within the next hour. Additional information received indicated that the crt-p was successfully explanted and replaced. No additional adverse patient effects were reported.